Manufacturer narrative:
For three of the events, the investigations could not identify a product problem. The cause of the events could not be determined. The follow up actions for one of these three events were: the pinch tubing was replaced. The instrument worked within specifications after the tubing replacement. The follow up actions for the second of these three events were: the analyzer was cleaned, including the water filter, system reagent container, incubation bath, and pipette. Seals, valves, syringes, cell tubes, mixer, and lubrication mechanism were exchanged. The follow up actions for the third of these three events were: the analyzer was inspected and there were no issues with operation of the analyzer. For one event, the investigation determined the issue was resolved after replacement of the pinch tubing. The follow up actions for this event were: the pinch tubing was replaced. The instrument worked within specifications after the tubing replacement. For one event, the investigation determined the issue was caused by and issue with the measuring cell. The follow up actions for this event were: the measuring cell and waste tubing were replaced. Probe alignments were checked and a probe was adjusted. Performance testing and a blank cell calibration were run and passed. The customer ran calibration and controls; these passed. The investigation for one event determined the issue was resolved after the sample probe and gripper assembly were cleaned and adjusted. The follow up action for this event was: the sample probe and gripper assembly were cleaned and adjusted. Sampling and operation checks were performed. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Medwatch field serial number continued: (B)(4).

Event description:
This report summarizes <noe>5</noe> malfunction events. Questionable low results were generated by the cobas e 411 immunoassay analyzer. The events involved 9 patients with the following: five questionable results for the elecsys hcg + beta test system, one questionable result for the elecsys (B)(6) assay, and three questionable results for the elecsys tsh assay. Three patient's ages ranged between 28 and 52 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were two females and one male. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.